Event description:
Other reportable incident (malfunction -breakage). This is a spontaneous case report received from a pharmacist in (B)(6) on 10-apr-2015 which refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number provided, c61987 with expiration date on 31-may-2017). The pharmacist reported the occurrence of breakage of the introducer's extremity at the time of insertion of the hysteroscope. Hcp mentioned that the physician who made the attempt to place the essure had been trained to essure procedure. There was 1 unit concerned and full essure system device (insert and handle) was kept. The broken extremity was retrieved with a lot of difficulties. The failure of placement occurred due to other reasons. The mucous membranes were too thick. The insert was not put in contact with the patient. The event occurred in the operatory room, before placement. No cause linked to the patient could explain the event. Bilateral placement was not done, the procedure was stopped. The material problem had no consequences because the patient's mucus was too thick and it would have been impossible to place the device. No further information was provided. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) placed but there was a breakage of the introducer's extremity at the time of insertion of the hysteroscope and the procedure was stopped. The physician stated that patient's mucus was too thick and it would be impossible to place inserts anyway. There were no consequences to the patient. The breakage of essure introducer is considered non-serious and unlisted according to essure' reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the introducer's broke at the time of insertion if the hysteroscope. Considering that the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case is regarded as other reportable incident as it could have led to death or serious deterioration in health under less fortunate circumstances. A product technical complaint and follow-up information are being sought.

Manufacturer narrative:
Medical records received on 26-may-2015. Patient's date of birth was updated. Her weight was (B)(6) and height was (B)(6). Her medical history included dysthyroidism treated and balanced for 10 years, varicose veins treated by surgery under general anesthesia, chronic anemia and 3 children. The hospital do not have information regarding the essure procedure. Ptc investigation result received on 18-jun-2015. Ptc global number (B)(4). Final assessment: according to the complaint narrative, the introducer was damaged during introduction into the hysteroscope. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the microinsert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the introducer breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in (B)(4). In this particular case a search in the database was performed on 19-jun-2015 for the following (B)(4) preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) placed but there was a breakage of the introducer's extremity at the time of insertion of the hysteroscope and the procedure was stopped. The physician stated that patient's mucus was too thick and it would be impossible to place inserts anyway. There were no consequences to the patient. The breakage of essure introducer is considered non-serious and anticipated (listed) according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the introducer's broke at the time of insertion if the hysteroscope. Considering that the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case is regarded as other reportable incident as event could have led to death or serious deterioration in health under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Update product technical complaint investigation result received on (B)(6) 2015 (device returned): final assessment: since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. As received, there were broken parts from one introducer. Other introducer was completed with no signs of evident damage. All IFU steps were completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported at this time, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar adverse event cases is not applicable. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-old female patient who had an attempt to have essure (fallopian tube occlusion insert) placed but there was a breakage of the introducer's extremity at the time of insertion of the hysteroscope and the procedure was stopped. The physician stated that patient's mucus was too thick and it would be impossible to place inserts anyway. There were no consequences to the patient. The breakage of essure introducer is considered non-serious and anticipated (listed) according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the introducer's broke at the time of insertion if the hysteroscope. Considering that the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case is regarded as other reportable incident as event could have led to death or serious deterioration in health under less fortunate circumstances. The performed ptc analysis was able to conduct an investigation of the actual device involved in this complaint. As received, there were broken parts from one introducer. Other introducer was completed with no signs of evident damage. The analysis concluded the possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.